Event description:
Caller reports back to back results of 123 mg/dl on inform system #2 compared to results of 26 mg/dl on inform system #1. No quality control information was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device used in inform system #2.